Manufacturer narrative:
After internal review on 17mar2026, b2, h6 health effect - impact code, component code, and medical device problem code were corrected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.

Event description:
It was reported that the patient was admitted to the emergency room at (B)(6) hospital due to being unsure what their blood glucose levels (bgs) were. The patient reported that their sensor read above 250 mg/dl, but blood tests showed bgs were at 60 mg/dl. That's when the patient went to the ER to be sure they were ok. She stayed in the hospital for a couple hours and they did a check up with her, however they couldn't find anything wrong and advised her to change the pod and sensor. She also received an infusion in the hospital, because they thought that the patient could be dehydrated. The patient was discharged after 5 hours.